Manufacturer narrative:
This is the second revision surgery underwent by this patient. He had the primary surgery (no patella replacement) on (B)(6) 2016. The patient came in complaining of pain. On (B)(6) 2017 the patient came in for a patella replacement. Then, he came in again for possible infection. Additional information received on (B)(6) 2017 and includes: the pathogen is confirmed as streptococcus agalataciae. Batch review performed on 22 august 2017. Lot 153313: 25 items manufactured and released on 05 november 2015. Expiration date: 2020-10-25. No anomalies found related to the problem. To date, 8 items of the same lot have been already sold without any similar reported event.

Event description:
Revision for possible infection. The surgeon replaced the tibial insert and went up from a 12mm poly to a 14mm poly. He felt the knee was more stable with a slightly thicker insert. The surgery was completed successfully. X-rays and explants are not available.